Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported via the customer that the bur broke in the handpiece. It was also reported that no further information was available and that the complainant is not aware of any delays or adverse consequences as a result of this event.

Manufacturer narrative:
A partial piece of a bur was returned, further evaluation of this partial piece of bur was not possible. The associated impaction drill handpiece (B)(4) was also returned for evaluation, it was visually observed that the driveshaft assembly was damaged. This may cause the reported event as damage may limit the design function of the device. The affected driveshaft assembly was replaced and the drill repaired.

Event description:
It was reported via the customer that the bur broke in the handpiece. It was also reported that no further information was available and that the complainant is not aware of any delays or adverse consequences as a result of this event.